Manufacturer narrative:
The thermal data was reviewed and there were no thermal results outside the required specifications. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters with diameter of more than 4 cm [burns second degree], burn blisters developed, severely filled with fluid. The blisters were opened. The wound was regularly cleaned with octinesept and treated with ointment [wound], burn blisters developed, severely filled with fluid. The blisters were opened. The wound was regularly cleaned with octinesept and treated with ointment [wound secretion]. Case narrative: this is a spontaneous report from a contactable pharmacist via (B)(6) and from pfizer consumer healthcare. The regulatory authority report number is (B)(4). A contactable pharmacist reported a (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number n49174, expiration date feb2019) transdermally once from 12:00 to18:00 for back pain, also reported as 1 patch, 12:00-18:00 once every 8 hours. Medical history included ongoing hypothyroidism since childhood, nicotine abuse, implants, physical therapy, allergy, drug abuse, alcohol, pacemaker, radiation therapy, diet, metabolic defects and unspecified relevant family history. Concomitant medication included levothyroxine sodium (l-thyrox) 50 ug for hypothyroidism. The patient previously took thermacare heatwraps and tolerated it, and desogestrel (jubrele) for contraception. After less than 8 hours, the patient experienced burn blisters with diameter of more than 4 cm while wearing thermacare heatwrap on (B)(6) 2016. During the administration two, more than 4 cm wide, burn blisters developed, severely filled with fluid on an unspecified date. It was a new adverse event. An operation was not necessary. The blisters were opened on an unspecified date. The wound was regularly cleaned with octinesept and treated with ointment. After more than 3 weeks it was still not recovered. It was unknown whether scar development was expected. A reemergence of the event was considered possible as it had not recovered yet. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was not recovered. A causal relationship was suspected. As of 26jan2017, the product quality complaint (pqc) group investigation results stated that the thermal data was reviewed and there were no thermal results outside the required specifications. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (10jan2017): new information received from the pharmacist via bfarm includes: regulatory authority report number, patient age and event onset. Follow-up (23jan2017): new information received from the pharmacist included thermacare heatwrap route, dosage, indication, medical history, concomitant medication, event outcome and treatment, reaction data (added new events burn blisters developed, severely filled with fluid, blisters were opened), the wound was regularly cleaned with octinesept and treated with ointment and causality assessment. Follow-up (26jan2017): new information reported from the pqc group includes: product investigation summary results. Follow-up (10jan2017): this case is being submitted to notify that the follow up information previously considered to have been initially received by the company on 11jan2017 was instead received on 10jan2017. The report was received from the regulatory authority ((B)(6)), to which it had been reported by the same contactable pharmacist. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the reported event burns second degree, wound, and wound secretions as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burns second degree, wound, and wound secretions as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters with diameter of up to 4 cm [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist via pfizer consumer healthcare. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number n49174, expiration date feb2019) via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. After less than 8 hours, the patient developed burn blisters while wearing thermacare heatwrap on (B)(6) 2016. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (11jan2017): new information includes: patient age and event onset. Company clinical evaluation comment: based on the information provided, the reported event burns second degree as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burns second degree as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The thermal data was reviewed and there were no thermal results outside the required specifications. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters with diameter of more than 4 cm [burns second degree], burn blisters developed, severely filled with fluid. The blisters were opened. The wound was regularly cleaned with octinesept and treated with ointment [wound], burn blisters developed, severely filled with fluid. The blisters were opened. The wound was regularly cleaned with octinesept and treated with ointment [wound secretion]. Case narrative:this is a spontaneous report from a contactable pharmacist via (B)(6) and (B)(4). The regulatory authority report number is (B)(4). A contactable pharmacist reported a (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number n49174, expiration date feb2019) transdermally once from 12:00 to18:00 for back pain, also reported as 1 patch, 12:00-18:00 once every 8 hours. Medical history included ongoing hypothyroidism since childhood, nicotine abuse, implants, physical therapy, allergy, drug abuse, alcohol, pacemaker, radiation therapy, diet, metabolic defects and unspecified relevant family history. Concomitant medication included levothyroxine sodium (l-thyrox) 50 ug for hypothyroidism. The patient previously took thermacare heatwraps and tolerated it, and desogestrel (jubrele) for contraception. After less than 8 hours, the patient experienced burn blisters with diameter of more than 4 cm while wearing thermacare heatwrap on (B)(6) 2016. During the administration two, more than 4 cm wide, burn blisters developed, severely filled with fluid on an unspecified date. It was a new adverse event. An operation was not necessary. The blisters were opened on an unspecified date. The wound was regularly cleaned with octinesept and treated with ointment. After more than 3 weeks it was still not recovered. It was unknown whether scar development was expected. A reemergence of the event was considered possible as it had not recovered yet. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was not recovered. A causal relationship was suspected. As of 26jan2017, the product quality complaint (pqc) group investigation results stated that the thermal data was reviewed and there were no thermal results outside the required specifications. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (11jan2017): new information includes: patient age and event onset. Follow-up (23jan2017): new information received from the pharmacist via (B)(6) includes: regulatory authority report number, thermacare heatwrap route, dosage, indication, medical history, concomitant medication, event outcome and treatment, reaction data (added new events burn blisters developed, severely filled with fluid, blisters were opened), the wound was regularly cleaned with octinesept and treated with ointment and causality assessment. Follow-up (26jan2017): new information reported from the pqc group includes: product investigation summary results. In addition, the previous follow-up from 23jan2017 was received from (B)(6)(regulatory authority number (B)(4)). Company clinical evaluation comment: based on the information provided, the reported event burns second degree, wound, and wound secretions as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the reported event burns second degree, wound, and wound secretions as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]; burn blisters [burns second degree]. This is a spontaneous report from a contactable pharmacist via pfizer consumer healthcare. A approximately (B)(6)-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number n49174, expiration date feb2019, via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burn blisters on an unspecified date with outcome of unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported event burns second degree as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burns second degree as described in this case is considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blisters with diameter of more than 4 cm [burns second degree] , burn blisters developed, severely filled with fluid. The blisters were opened. The wound was regularly cleaned with octinesept and treated with ointment [wound] , burn blisters developed, severely filled with fluid. The blisters were opened. The wound was regularly cleaned with octinesept and treated with ointment [wound secretion] , . Case narrative:this is a spontaneous report from a contactable pharmacist via pfizer consumer healthcare. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number n49174, expiration date feb2019) transdermal once from 12:00 to18:00 for back pain, also reported as 1 patch, 12:00-18:00 once every 8 hours. Medical history included ongoing hypothyroidism since childhood, nicotine abuse, implants, physical therapy, allergy, drug abuse, alcohol, pacemaker, radiation therapy, diet, metabolic defects and unspecified relevant family history. Concomitant medication included levothyroxine sodium (l-thyrox) 50 ug for hypothyroidism. The patient previously took thermacare heatwraps and tolerated it, and desogestrel (jubrele) for contraception. After less than 8 hours, the patient experienced burn blisters with diameter of more than 4 cm while wearing thermacare heatwrap on (B)(6) 2016. During the administration two, more than 4 cm wide, burn blisters developed, severely filled with fluid on an unspecified date. It was a new adverse event. An operation was not necessary. The blisters were opened on an unspecified date. The wound was regularly cleaned with octinesept and treated with ointment. After more than 3 weeks it was still not recovered. It was unknown whether scar development was expected. A reemergence of the event was considered possible as it had not recovered yet. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was not recovered. A causal relationship was suspected. Additional information has been requested and will be provided as it becomes available. Follow-up (11jan2017): new information includes: patient age and event onset. Follow-up (23jan2017): new information received from the pharmacist includes: thermacare heatwrap route, dosage, indication, medical history, concomitant medication, event outcome and treatment, added new events burn blisters developed, severely filled with fluid. The blisters were opened. The wound was regularly cleaned with octinesept and treated with ointment, causality assessment. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the reported event burns second degree, wound, and wound secretions as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burns second degree, wound, and wound secretions as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The thermal data was reviewed and there were no thermal results outside the required specifications. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters with diameter of more than 4 cm [burns second degree] , burn blisters developed, severely filled with fluid. The blisters were opened. The wound was regularly cleaned with octinesept and treated with ointment [wound] , burn blisters developed, severely filled with fluid. The blisters were opened. The wound was regularly cleaned with octinesept and treated with ointment [wound secretion] , . Case narrative:this is a spontaneous report from a contactable pharmacist via pfizer consumer healthcare. (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number n49174, expiration date feb2019) transdermal once from 12:00 to18:00 for back pain, also reported as 1 patch, 12:00-18:00 once every 8 hours. Medical history included ongoing hypothyroidism since childhood, nicotine abuse, implants, physical therapy, allergy, drug abuse, alcohol, pacemaker, radiation therapy, diet, metabolic defects and unspecified relevant family history. Concomitant medication included levothyroxine sodium (l-thyrox) 50 ug for hypothyroidism. The patient previously took thermacare heatwraps and tolerated it, and desogestrel (jubrele) for contraception. After less than 8 hours, the patient experienced burn blisters with diameter of more than 4 cm while wearing thermacare heatwrap on (B)(6) 2016. During the administration two, more than 4 cm wide, burn blisters developed, severely filled with fluid on an unspecified date. It was a new adverse event. An operation was not necessary. The blisters were opened on an unspecified date. The wound was regularly cleaned with octinesept and treated with ointment. After more than 3 weeks it was still not recovered. It was unknown whether scar development was expected. A reemergence of the event was considered possible as it had not recovered yet. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was not recovered. A causal relationship was suspected. As of 26jan2017, the product quality complaint (pqc) group investigation results stated that the thermal data was reviewed and there were no thermal results outside the required specifications. Investigation summary: the root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (11jan2017): new information includes: patient age and event onset. Follow-up (23jan2017): new information received from the pharmacist includes: thermacare heatwrap route, dosage, indication, medical history, concomitant medication, event outcome and treatment, added new events burn blisters developed, severely filled with fluid. The blisters were opened. The wound was regularly cleaned with octinesept and treated with ointment, causality assessment. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the reported event burns second degree, wound, and wound secretions as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Follow-up (26jan2017): new information reported from the pqc group includes: product investigation summary results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the reported event burns second degree, wound, and wound secretions as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.